Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. The patient was doing well postoperatively and the explanted device was not returned. No further information could be obtained despite good faith efforts. Additional information was received that the patient had difficulty charting the implantable pulse generator (ipg).

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. The patient was doing well postoperatively, and the explanted device was not returned. No further information could be obtained despite good faith efforts. Additional information was received that the reason for the explant was that the patient had difficulty charting the ipg.

Manufacturer narrative:
Block b3: exact date unknown, procedure date used as the approximated date of event. Block d2b: pro code (product code): qrb.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. The patient was doing well postoperatively and the explanted device was not returned. No further information could be obtained despite good faith efforts.